Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No product information has been provided to date.

Event description:
It was reported that the patient called the hotline and said his pump was alarming "upstream occ". He said he saw a clamp that was partially closed near his port. Explained to the patient that upstream occlusion is between the medication reservoir and the pump. He states no kinks in the tubing but sees one clamp that seems stuck near a connection part but says it is not pinching the tubing. No patient injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.